Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: 1st stage revision left hemiarthroplasty dr (B)(6), (B)(6) 2018, primary: patient had a left corail hemiarthroplasty approximately 2 years ago. First revision: presented with painful hip and signs of infection. Stem and bipolar head removed and cement spacer inserted. Male patient initials: (B)(6). Unknown_jrn: 1 x corail stem. Unknown_jrn: 1 x bipolar head.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.